Event description:
Trifit cf / trinity revision of the stem and biolox delta ceramic head after 29 days due to a peri-prosthetic fracture and loosening.

Manufacturer narrative:
(B)(4) combined report. The reporter has confirmed that no further information can be provided for this case. It was reported that the patient had a fall and a periprosthetic fracture of the right hip. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation is required. The patient fell post primary surgery causing a fracture of the bone and leading to a revision. There has not been a malfunction or deterioration in the effectiveness of the corin devices and thus this case is now considered closed. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.